Manufacturer narrative:
The pump passed the self test and rewind test. However, the pump motor/piston did not fully extend during the prime/seating test. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and motor assembly noted. Corrosion was also found on the battery tube spring and battery tube assembly noted. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. A test motor was used and the original pcba 1, pcba 2 and internal battery were installed. Powered the pump on using the aa 1.5v battery and continued on prime/seating test. The pump passed the prime/seating test. The pump motor/piston fully extend during the prime/seating test. In conclusion, drive/motor anomaly was confirmed due to corrosion on the motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Customer alleged for rewind anomaly was not confirmed. However, drive/motor anomaly was confirmed due to corrosion on the motor assembly noted. During visual inspection, corrosion was found on the pcba 1 and pcba 2. Corrosion was also found on the battery tube spring and battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that, the insulin pump was exposed to moisture and the pump was not rewinding anymore. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for general documentation. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.